Event description:
Event description cpi received information that during the procedure to reposition this bipolar lead the helix tip broke off and remains in the patient. The lead was replaced with a new lead of the same model.